Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. Unable to confirm prime fill anomaly due to motor error alarm. Pump passed displacement test, self-test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. No moisture damage noted on electronics assembly. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they were unable to prime and the pump was squirting out insulin during the prime. The customer's blood glucose level was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.